Event description:
It was reported that an unspecified bd syringe had foreign matter during use. The following was reported by the initial reporter: "it was reported that syringes are siliconized with a large amount of oil. Verbatim: the bd luer-lok syringe (becton, dickinson and company), which is distributed with aflibercept in some markets, has a luer lock tip. On the downside, it is siliconized, albeit with a small amount of sili¬cone oil. In addition, this syringe has a large dead space that wastes expensive drugs, and it is heavy. Similarly, the company's bd plastipak syringe, which is available worldwide, and bd tuberculin syringe, which is more commonly used in the us, are also siliconized and have signifi¬cant dead space. Another disadvan¬tage is that they have a luer slip tip. Available in many markets, the bd ultra-fine syringe is an insulin syringe that has negligible dead space. However, it is siliconized with a large amount of oil. "This syringe is notorious for its association with silicone oil droplets in the vitreous," melo pointed out. "It has a fixed needle that cannot be substituted." Https://www.ophthalmologytimes.com/view/pearls-for-selecting-a-syringe-for-intravitreal-injection"

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified bd syringe had foreign matter during use. The following was reported by the initial reporter: "it was reported that syringes are siliconized with a large amount of oil. Verbatim: the bd luer-lok syringe (becton, dickinson and company), which is distributed with aflibercept in some markets, has a luer lock tip. On the downside, it is siliconized, albeit with a small amount of silicone oil. In addition, this syringe has a large dead space that wastes expensive drugs, and it is heavy. Similarly, the company's bd plastipak syringe, which is available worldwide, and bd tuberculin syringe, which is more commonly used in the us, are also siliconized and have significant dead space. Another disadvantage is that they have a luer slip tip. Available in many markets, the bd ultra-fine syringe is an insulin syringe that has negligible dead space. However, it is siliconized with a large amount of oil. "This syringe is notorious for its association with silicone oil droplets in the vitreous," melo pointed out. "It has a fixed needle that cannot be substituted." Https://www.ophthalmologytimes.com/view/pearls-for-selecting-a-syringe-for-intravitreal-injection".